Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set had component separation which caused a leak. The following information was provided by the initial reporter: " the alaris system infusion set broke/disconnected when the nursing staff was flicking the line to get rid of the bubbles."

Manufacturer narrative:
H.6. Investigation: a 2420-0004 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 21015094. The customer provided a diagram of the affected sample; analysis of the diagram indicated that the silicone tubing separated from the lower pumping segment component. A review of the production records for lot 21015094 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: na.

Event description:
It was reported that bd alaris¿ pump module smartsite¿ infusion set had component separation which caused a leak. The following information was provided by the initial reporter: " the alaris system infusion set broke/disconnected when the nursing staff was flicking the line to get rid of the bubbles."